Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed filling defects defect in third order branch of a right lower lobe posterior pulmonary artery. Approximately two years later, patient was scheduled for filter retrieval. Initial venogram revealed filter perforation with one or two struts through ivc. Then, g2 retrieval kit was advanced and attempts to capture the cone and filter up into the sheath was unsuccessful. Eventually, after manipulating the filter tip, the filter was retrieved entirely using cook snare and sheath. There was a little bit of tissue around the top of the ivc filter, but all the legs were intact. Therefore, the investigation ID confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter tilt. However, the investigation is unconfirmed for filter limb detachment as the filter was intact after retrieval. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2012), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and its struts perforated into the organs and filter removal procedure was complicated. The device and detached struts were removed percutaneously. The current status of the patient is unknown.